Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the full lead was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during implant attempt, good numbers could not be obtained. The lead was not used and was replaced. The next lead attempted was implanted successfully but dislodged soon after. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.